Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided. E1) unknown as information was not provided. E3) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent aorta dissection repair. The dissection was developed about a month ago and the false lumen has become bigger and the true lumen has become smaller recently. The entry was located in the distal aorta arch and the dissection had reached both common iliac arteries. The physician planned to place zteg-2pt-34-197-pf-d right below the left common carotid artery, and esbe-28-80-t-pf-d in the descending aorta, and a bare stent (txd) distally to it to the right above the abdominal aortal bifurcation. He inserted the delivery system of zteg-2pd-34-197-pf-d from the right femoral and advanced it to the target site. Then he attempted to pull the sheath to deploy the stent graft, but the sheath was extremely tight to pull. He kept pulling the sheath and it moved toward his hand but the sheath tip in the fluoroscope image did not move at all. He thought there is something wrong and stop attempt of deploying the stent graft and removed the delivery system from the patient. He confirmed that the sheath had only 17cm left to be pulled maximally but the whole stent graft was still inside the sheath. He determined it was not usable and replaced it with zteg-2pt-34-157-pf-d and this stent graft was deployed with no problem. Other stent graft and the bare stent were placed and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: examination of the returned product showed a curved flexor sheath, suggesting that the product has been inside tortuous anatomy. Additionally, as stated in the event description, the flexor sheath was stretched resulting in decreased distance between the valve assembly and control handle to deploy the graft. Approximately 16 cm was available to withdraw the sheath, while only a few mm of the 197 mm graft was visible. During deployment the valve assembly docked with the control handle, but the graft was still not fully deployed. However, when the stretched sheath was grasped and pulled towards the valve assembly, the graft was fully deployed. Maximum deployment force used was within specifications. Trigger wires were withdrawn without any difficulties and no deviation was observed. Complaint history shows that tortuous anatomy often plays a significant role in deployment difficulties, and may have contributed to stretching of the sheath. Without imaging no conclusions on root cause of the reported event can be drawn. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.